Event description:
One patient with discrepant troponin t results. Initial result gave 0.160 ng/ml; repeat gave < 0.010 ng/ml. Two additional samples were obtained from the patient and tested in duplicated, giving troponin t results of < 0.010 ng/ml each time. No adverse events reported in association with the incorrect result. The field service representative was unable to determine root cause.